Event description:
The hcp reported infection of new pump; pump remains implanted. The hcp indicated that the patient was receiving oral antibiotics for an infection at the pump site. The wound was red and gaping at the suture line; no drainage was noted. The patient did not have meningitis; no cultures were taken. The patient was prescribed oral antibiotics. Final patient outcome was not reported.